Manufacturer narrative:
Physio-control advised the customer to replace the main pcb assembly, case and keypad. The customer declined repair of the device and requested physio-control to discard the device. The device was discarded immediately instead of sending it to the physio-control failure analysis center for further evaluation. A cause of the reported failure could therefore not be determined.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon and a battery icon in the readiness display. During device evaluation by physio-control it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.